Event description:
It was reported that on the first post-op visit, the right ventricular (rv) lead had no capture and low sensing. Chest x-ray confirmed lead dislodgement with rv coil back into superior vena cava (svc). During the lead revision, the helix was initially retracted and lead was removed from the body. On the table, the helix was extended out and then back in. When they attempted to extend the helix it would not extend. Another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that on the first post-op visit, the right ventricular (rv) lead had no capture and low sensing. Chest x-ray confirmed lead dislodgement with rv coil back into superior vena cava (svc). During the lead revision the helix was initially retracted and lead was removed from the body. On the table, the helix was extended out and then back in. When they attempted to extend the helix it would not extend. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.